Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. It is notable that there is no evidence that indicates the stent involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. As the batch number is unk, a review of the manufacturing records could not be carried out. The root cause of this complaint will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.

Event description:
It was reported that post a coronary stenting treatment procedure, a thrombosis and acute myocardial infarction (mi) occurred. The physician implanted a liberte' bare metal stent, unk size, to an unk vessel. No patient complications were reported. Approximately one week post procedure, the patient presented with an acute mi and stent thrombosis which was treated with a taxus stent of an unspecified size. Additional information regarding this event has been requested.